Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No specific bg or cgm values were reported. The patient was taken to the hospital by her husband for diabetic ketoacidosis (dka); no symptoms were provided. She stated that she is almost completely blind so is unable to read the discharge papers with all the details. She mentioned her voice was bad because she had been intubated, but that is thought to be unrelated to this event as she specified that for this event the only treatment was an insulin drip. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.